Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 908mg/dl. Spoke with the nurse and found that the customer was not trained on the insulin pump and the customer used the device on her own. Customer was instructed to discontinue using the insulin pump and go to back up plan until a trainer meets with her. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.